Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 15-sep-2022. A review of shipping records identified lots a22181 and b22128 as being the two ctni cartridge lots most recently shipped to the customer site, prior to the event date of 23-aug-2022. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots a22181 and b22128.

Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a patient. There was no patient information at the time of this report. Return product is not available for investigation. Method: I-stat, results: ni (positive); lab, ni (negative); note: date/times, results not provided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The customer states the I-stat result was positive while the lab was negative. There were no specific results, patient, or product lot information provided. The investigation is underway. Per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results) reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.